Event description:
A facility reported that during an unspecified surgery the cusa clarity console would not turn on. It is probable there was increased surgical time of 30 minutes or more. Additional information received on 12 oct 2024: could you please clarify the duration of the intervention time: less than 30min or equal to/greater than 30min? Indeed, was greater than 30 min. Date of the event? 20 sept 2024. How could the intervention have been finalized? Change of method ¿ dissection in the plane of the tumor cleavage (chance for the patient to have a tumor capsule and metastasis).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - the investigation of the unit confirmed that the interface board failed, possibly due to the power on/off circuit located on the interface board failing to work. The interface board was replaced and the old one scrapped after replacement in the field. Preventive maintenance was also performed and the console passed the test per manufacturer specifications. Root cause - as the interface board was scrapped after field service was completed, testing is not possible to verify and determine the root cause. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a